Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm inspiris resilia aortic valve, underwent a valve-in-valve procedure after an implant duration of approximately 6 years due to stenosis. The patient was presented with dyspnea on exertion. The patient was stable throughout the procedure and was taken to recovery. The tavr was completed with a 9755rsl transcatheter valve.